Manufacturer narrative:
On 7/29/2019, it was noticed that the implantation date was incorrect in the initial report submitted on 6/7/2019. The correct date of implantation is (B)(6) 2002. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 23 2020, it was noticed the previous report erroneously omitted the following information: the patient was implanted with non-mentor implants. The correct fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was noticed the codes in the previous report were incorrect. The non-mentor devices reported are the replacement devices. The proper fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 350cc, catalog number 3543507, lot number 224633. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a mentor memorygel breast implant 350cc and experienced rupture on the left side. As a result, the patient underwent removal on (B)(6) 2019.